Event description:
It was reported that the back of the cartridge was leaking. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not been received for eval. Should add'l info be received, a supplemental form will be completed.